Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain lower ('lower abdominal pain') and pelvic adhesions ('organ adhesion cause by essure') in an adult female patient who had essure (ess205) (batch no. B24830-not valid,624830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use, "physician could not get the right side coil to deploy." On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rash"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"), and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant) and pollakiuria ("issue of frequent urination developed since implant"). The patient was treated with surgery (surgical removal of coils (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, rash, vaginal discharge, vaginal infection, pelvic adhesions, depression, migraine, fatigue, weight increased, alopecia, and pollakiuria outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pollakiuria, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified), but on results were provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2020: pfs received: previously added event "abdominal pain lower" made medically significant and intervention required for removal surgery. Removal date, action taken with drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records, and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and pelvic adhesions ('organ adhesion cause by essure') in an adult female patient who had essure (batch no. B24830-not valid,624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician could not get the right side coil to deploy". The patient's medical history included ovarian pain. Previously administered products included for an unreported indication: flagyl. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), vaginal discharge ("vaginal discharge"), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), pollakiuria ("issue of frequent urination developed since implant"), complication of device insertion ("only the left side was placed with essure") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coils (B)(6) 2020/bilateral tuboplasty). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, pollakiuria and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, rash, vaginal discharge, vaginal infection, pelvic adhesions, depression, migraine, fatigue, weight increased, alopecia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pollakiuria, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6)2007 removal details: attention was directed to the essure that also present in that tube. The other tube was explored for an essure , however it was not found . The essure was removed, the spring and the coils. Discrepancy noted: the current height as per report is 158.4 cm and weight is 58.5 kg as per report, essure confirmation test was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified), results not provided. Lot number b24830 is not valid. Lot number: 624830 manufacturing date: 2007-05 expiration date: 2009-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received. Reporter information , event : "only the left side was placed with essure " and abdominal pain were added and rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and pelvic adhesions ('organ adhesion cause by essure') in an adult female patient who had essure (batch no. B24830-not valid,624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician could not get the right side coil to deploy". The patient's medical history included ovarian pain. Previously administered products included for an unreported indication: flagyl. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash"), vaginal discharge ("vaginal discharge"), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss") and pollakiuria ("issue of frequent urination developed since implant") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coils (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia and pollakiuria had resolved and the dysmenorrhoea, dyspareunia, rash, vaginal discharge, vaginal infection, pelvic adhesions, depression, migraine, fatigue, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pollakiuria, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007 removal details: attention was directed to the essure that also present in that tube. The other tube was explored for an essure , however it was not found . The essure was removed, the spring and the coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified), but on results were provided. Lot number b24830 is not valid. Lot number: 624830 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-nov-2020: pfs received. Model number updated from ess205 to ess305. Event onset date, event outcome were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and pelvic adhesions ('organ adhesion cause by essure') in an adult female patient who had essure (ess205) (batch no. B24830-not valid,624830) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician could not get the right side coil to deploy". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rash"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), depression ("depression"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic adhesions (seriousness criterion medically significant) and pollakiuria ("issue of frequent urination developed since implant"). The patient was treated with surgery (surgical removal of coils (B)(6) 2020). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, rash, vaginal discharge, vaginal infection, pelvic adhesions, depression, migraine, fatigue, weight increased, alopecia and pollakiuria outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pollakiuria, rash, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified), but on results were provided. Lot number b24830 is invalid. Lot number: 624830 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality-safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') and pelvic adhesions ('organ adhesion cause by essure') in an adult female patient who had essure (batch no. B24830-not valid,624830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician could not get the right side coil to deploy". The patient's medical history included ovarian pain. Previously administered products included for an unreported indication: flagyl. Concomitant products included metronidazole benzoate (flagyl). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and vaginal infection ("vaginal infection"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urticaria ("rash/ rashes or skin conditions type: hives"), vaginal discharge ("vaginal discharge"), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), migraine ("migraines / headaches"), fatigue ("fatigue"), alopecia ("hair loss"), pollakiuria ("issue of frequent urination developed since implant"), complication of device insertion ("only the left side was placed with essure") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coils (B)(6) 2020/bilateral tuboplasty). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, back pain, vaginal haemorrhage, menorrhagia, pollakiuria and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, urticaria, vaginal discharge, vaginal infection, pelvic adhesions, depression, migraine, fatigue, weight increased, alopecia and complication of device insertion outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic adhesions, pollakiuria, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2007 removal details: attention was directed to the essure that also present in that tube. The other tube was explored for an essure , however it was not found . The essure was removed, the spring and the coils. Discrepancy noted: the current height as per report is 158.4 cm and weight is 58.5 kg as per report, essure confirmation test was not performed. Current weight 129 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.4 kg/sqm. Imaging procedure - on an unknown date: essure confirmation test (unspecified), results not provided. Lot number b24830 is not valid. Lot number: 624830 manufacturing date: 2007-05 expiration date: 2009-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: pfs received event rash has been updated as rashes or skin conditions type: hives. Concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.